Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements of 6v@1.5m over year ago. Outputs were adjusted higher as needed to maintain a safety margin. Additional information received indicated that the caused of the high increased threshold was unknown, but possible exit block. Other lead measurements were within normal limits. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.